Event description:
Customer was hospitalized for low blood sugar levels. The customer was ill and over bolused. It was indicated that the customer's family member found pt at home and was incoherent. The paramedics were called out to assist the customer and was later transported to the hosp. It was determined that the low blood glucoses were caused by human error and the pump was not at fault.